Event description:
Patient's bed automatically lowered the head of the bed. Then there was a drop in the head of the bed. No injury noted. The bed was taken out of service and is now in biomedical engineering department for evaluation.